Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a capsular contracture baker grade IV. Device remains implanted. This relates to a right side.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Healthcare professional later reported right side "hole, non-specific" and "intra op rupture discovered". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening device assessed as unidentified fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: h3, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, h6

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, d.9, h.3, h.6.

Event description:
Healthcare professional later reported "hole, non-specific" and "intra op rupture discovered".